Manufacturer narrative:
Investigation: visual inspection was completed, it was found out that it was the c-ring that was broken, not the tip as originally reported. Conical tip was securely attached. It was observed that the c-ring was broken in half within the cannula. The attached broken c-ring half was securely attached to the c-ring wire while the broken half that would be normally attached to scope wash tubing was not returned. Manufacturing engineering will be notified.

Event description:
It was reported during an endoscopic vein harvesting procedure, the tip fell off in use. The surgeon performed a small incision to take out the tip, and performed "skip" harvesting surgery to complete the procedure. No further patient effects has been reported.